Event description:
It was reported the patient had a seizure or transient ischemic attack (tia) the week prior to report. It was further reported the patient¿s ¿right arm was extremely numb¿ and ¿his extremities felt numb and tingled.¿ it was stated the patient experienced ¿some numbness in his left hand and extremities, but the right was where the problem was.¿ the patient inquired whether ¿the device could have anything to do with the numbness sensation.¿ the patient noted that he ¿thought he could be in the early stages of a heart attack¿ at the time of report. It was stated the patient ¿had a history of stroke and heart attack¿ and that he ¿has had a heart attack in the past.¿ the patient reported he ¿felt the reason he had a seizure was due to stress¿ and that he ¿had been very upset over¿ a deposition he had been part of ¿involving his wife that had passed away¿ the year prior to report. It was noted the patient¿s programmer was in storage and that he had not used it in six years at the time of report. It was stated the patient ¿was given a magnet to turn his therapy off.¿ it was noted the patient could not turn his device off at the time of report and that he was unsure whether ¿this is the problem or if it was an oncoming heart attack.¿ it was reported the patient was ¿not sure how his device came on¿ and that he ¿was not sure if his device could come on.¿ the patient inquired whether his ¿therapy could have power after that time since it was implanted in 1995.¿ it was stated the patient ¿just wanted to know how his therapy got turned on, if it was on.¿ as to why the patient thought the device was turn on, the patient indicated it was due to the numbness he felt on his right side. It was stated the numbness felt like ¿pins and needles¿ and was also on the patient¿s left side, though it was ¿not as severe as the right side.¿ it was restated the patient ¿wondered if after all of these years the sensation he was feeling could be caused by his implant.¿ the patient was redirected to their health care provider (hcp). Additional information reported the patient ¿insisted that his implantable neurostimulator (ins) turned on by itself and was causing him pain.¿ it was noted the patient was scheduled to meet with his hcp on 2013-10-04. Additional information stated the patient¿s ins ¿had been pretty much dormant until¿ the time of initial report ¿when he was brushing his teeth¿ and ¿it just turned on.¿ it was noted the patient was ¿not sure why his [ins] came on all of a sudden.¿ the patient noted his ins was implanted in his lower hip/butt area and that it was ¿quite a bit swelled¿ and ¿bulged out¿ two weeks after the initial report. It was reported the patient had a ¿terrible fall¿ on (B)(6) 2013 and that his leg ¿went numb¿ after the fall. It was stated the patient was ¿in the bathroom and could not use his leg because he fell on the tile.¿ it was further stated the patient ¿did some exercises in bed to get the circulation going, but he had some nasty bruises from the fall.¿ the patient reported ¿the fact that he was getting shocked and the sedation on both right and left legs, he was afraid that something had happened to the leads and he did not want to be paralyzed.¿ it was further reported the patient ¿had lived with the pain since he got hurt in 1994¿ and that he took the medication morphine sulfate. It was stated the patient¿s hcp refused to see him at his previously noted appointment because he ¿did not have enough money.¿ it was also stated the patient ¿went to the emergency room, but he lost his insurance.¿ it was noted the manufacturer sent the patient a magnet to pick up at a local pharmacy as a clinic work around. The patient was redirected to his hcp. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 7433, serial # (B)(4), implanted: (B)(6) 1995, product type programmer, patient; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 1995, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1995, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).